Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer alleged that the pump under delivered insulin when a bolus was requested. Customer delivered correction bolus to address elevated bg. Tandem technical support the determined that the pump functioned as intended and the cause of the elevated bg was due to the customer requesting multiple bolus without entering the amount of carbohydrates consumed. Customer continued using the pump for insulin therapy.